Event description:
Subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2013. After successful stent graft deployment and polymer fill, the physician gained access to the aortic body contralateral gate. The physician ballooned the proximal seal zone prior to the minimum wait time stated in the IFU. The pt experienced hypotension and a drop in blood pressure which was treated as recommended in the IFU, and the pt was stabilized. It was noted that the graft sealing rings appeared to contain less polymer as compared to before the ballooning occurred; therefore, a palmaz stent was placed at the proximal seal zone. The iliac limbs were implanted and the aneurysm was successfully excluded.